Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This report is being filed to update evaluation coding.

Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2500 ohms. Noise and oversensing were noted after the lss, but the patient was not rv pacemaker dependent. No out of range impedance measurements could be recreated. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.